Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head broke off [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that on (B)(6) 2016 the brush head of the oral-b precision clean brushhead broke off while used with an oral-b rechargeable toothbrush, version unknown. The consumer noted that he or she had been using oral-b electric toothbrushes for years, and this was also not the first time that he or she had.